Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action and analysis is pending. (B)(4).

Event description:
It was reported that during the implant attempt the physician used a competitor wrench to connect the lead to the header. The set screw stuck to the wrench when removed from the grommet. The device was not implanted. No patient complications have been reported as a result of this event.